Event description:
A malfunction on the pump was reported after it went through a tsa x-ray machine. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.